Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer blood glucose level. The customer reverted to an alternate method of insulin therapy.